Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient notifier was triggered. Review of data showed episodes recorded due to a vt/vf storm which lead to multiple therapies. Several episodes were noted to be inappropriately detected due to t-wave oversensing and potential lead noise. When the patient presented to the clinic, no further noise or episodes were observed. Patient will be monitored at this time.